Manufacturer narrative:
As reported, while attempting to advance a 6f/7f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved through manual compression, which lasted less than 30 minutes. The device was stored and prepped according to the instructions for use. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The suitability of the femoral artery was verified angiographically, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little tortuosity and no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. No excess force was applied during insertion. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed, and the stopcock was found in the open position, with no syringe attached to the unit nor sheath inserted on the unit. The sealant was fully exposed, and the sealant sleeves were frayed/split/torn. A dimensional analysis could not be performed due to the condition of the sealant sleeves. An insertion/withdrawal functional analysis could not be done with the received unit due to the condition of the sealant sleeves. Additionally, due to the premature sealant exposure, a deployment functional analysis was executed to evaluate the deployment mechanism, and it was concluded that the mechanism¿s integrity was not compromised in any way. A high magnification evaluation of the sealant sleeves was performed to evaluate their condition. During this analysis, the premature swelling of the sealant was confirmed, along with the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while attempting to advance a 6/7f mynx control vascular closure device (vcd) through an unknown sheath, the outer sleeve of the sealant struck the sheath hemostasis valve, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved through manual compression, which lasted less than 30 minutes. The device was stored and prepped according to the instructions for use. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer was mynx certified. The vcd was used with a 6f non-cordis sheath. The suitability of the femoral artery was verified angiographically, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm, with little tortuosity and no presence of pvd or calcium in the vicinity of the puncture site. No excess force was applied during insertion. The device will be returned for evaluation. Addendum: product evaluation shows the sealant was exposed from the sealant sleeves.